Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 39 mg/dl and customer became unresponsive. Emergency medical services were called and customer was treated with an injection. Customer did not provide what medication was injected for treatment, however, bg level elevated and customer was not taken to the hospital. Reportedly, the customer had delivered an intended bolus that ended up being too large of a bolus delivered. Customer consulted with a health care professional and personal profile settings were adjusted to address the issue.